Event description:
The customer reported to baxter (B)(4) a uromatic easy flo uni-set in which a small piece of paper was found inside the top chamber near the insertion point when the packaging was opened. There was no patient involved. Therefore there are no reports of patient injury or adverse events associated with this event. There is no additional information.

Manufacturer narrative:
(B)(4). One actual sample was returned to the plant for evaluation, however the sample receipt date is unknown. A visual inspection revealed a piece of paper inside the chamber near the insertion point confirming the reported condition. The root cause was attributed to the use of paper during the manufacturing process. Paper was eliminated from work stations during the manufacturing process to minimize similar defects. All the personnel involved in the manufacturing of the involved product were made aware of the reported defect and were reminded of the importance of strict adherence to product specifications. A batch review was performed on the reported lot with no deviations found. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.